Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the returned product revealed the cable is squeezed. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which did not recognize the targeter. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No additional actions are being taken at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. However we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows " the targeter is broken, please exchange".

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.